Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical record review, about 1 year 11 months post implant of ventralex mesh, patient was diagnosed with infection, purulent discharge and pain thereby underwent mesh explant. The instruction for use (IFU) supplied with device lists infection and pain as possible complications. The warnings section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require the removal of the mesh." No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the mesh ¿ ventralex (device #2). An additional supplemental emdr was submitted to represent the ventralex st (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Per information provided by patient's attorney: (B)(6) 2013 - patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with the implant of ventralex st mesh (device #1) and ventralex mesh (device #2). Per operative notes, ¿the hernia sac was identified and excised. A small ventralex st mesh (device #1) was placed and sutured. The umbilical hernia was quite large, then a medium ventralex mesh (device #2) was placed in an underlay fashion and sutured.¿ (B)(6) 2014 to (B)(6) 2015, patient had hospital visits for umbilical drainage and pain. (B)(6) 2015 - patient was diagnosed with chronic infection thereby underwent removal of both the meshes. Per operative notes, ¿there was an obvious sinus tract extending down to the level of the mesh and the meshes were excised (device #1 and device #2). A small residual umbilical hernia defect was identified and repaired.¿ attorney alleges that patient had abscess, infection, mesh migration, nerve damage, chronic sinus tract, purulent drainage, abdominal pain and emotional injuries.